Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant procedure. During procedure, it was noted that the ICD exhibited atrial markers that triggered inappropriate mode switch. The ICD was not implanted, and another was implanted on (B)(6) 2025. The patient had no adverse consequences due to the event.

Manufacturer narrative:
The reported events of marker anomaly and mode switch were not confirmed. The device was received at beginning of life, with normal outputs and telemetry communication. Visual inspection of the device and its connectors indicated normal device characteristics. Electrical and mechanical tests performed including lead impedance, sensing, and output verification did not identify any functional issues. The reported events could not be reproduced.